Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "motor ic power disabled (12 times)" was not reproduced. During functional testing, the reported problem "failed delivery accuracy three times, it overdelivered by 0.2-0.5 ml, even after changing IV sets" was not reproduced. Performed flow accuracy: and the results failed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the thermistor temperature. The thermistor temperature required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had errors in the log for motor ic power disabled (12 times) during preventive maintenance. The biomed initiated the preventive maintenance procedure to see if the errors could be replicated. Unfortunately the preventive maintenance procedure couldn't be completed as delivery accuracy failed on three occasions, overdelivering the distilled water by 0.2-0.5 ml there was no patient involvement. No additional information is available.